Manufacturer narrative:
The olympus field service engineer (fse) went to the customer site to troubleshooting the device. Customer reported that a gray scope connector in the basin twisted off. The fse observed and replace the defective component. A test cycle was completed with no errors and the device was back in proper, working condition. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed that connecting tube was unable to connect as connector was loosened and came apart. The investigation assumed that the user applied stress to the connector when loosening the connector and the stress was accumulated might have caused the reported event, or the event may have occurred because the connector was hit hard or due to aged deterioration. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Event description:
It was reported to olympus that, the endoscope reprocessor grey connector broke off. There was no harm or user injury reported due to the event.

Event description:
It was reported to olympus that, the endoscope reprocessor grey connector broke off. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The olympus field service engineer (fse) went to the customer site to troubleshooting the device. Customer reported that a gray scope connector in the basin twisted off. The fse observed and replace the defective component. A test cycle was completed with no errors and the device was back in proper, working condition. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed that connecting tube was unable to connect as connector was loosened and came apart. The investigation assumed that the user applied stress to the connector when loosening the connector and the stress was accumulated might have caused the reported event, or the event may have occurred because the connector was hit hard or due to aged deterioration. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.